Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple inaccurate fill estimates. Reportedly, the cartridge was filled with 250 units of insulin. Additionally, cold insulin was being used in the cartridge. The customer reloaded the existing cartridge and received an accurate fill estimate. There was no impact to the customer's blood glucose level.